Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with the keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the insulated outer tube pm986p. Here we found visible damage. Furthermore we made a visible inspection of the adapter po342203. Here we found visible damage as well. Additionally we made a visible inspection of the upper jaw part po345210. Here we found a deformed jaw. Furthermore we made a visual inspection of the inner tube po342820 and lower jaw part po345211. Here we found a deformed tip of the inner tube and a loosened pin po342206. Additionally we found visible damage on the jaw part po345211 and damaged tooth tips. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: we assume a mechanical overload situation as the causal factor and these will result with deformations and damages. There is the possibility of torsion or high leverage with the instrument. According to the quality standard a production error and a material defect can be excluded. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It was reported that the tip of the jaw of the device was broken during a ovarian procedure.